Manufacturer narrative:
The company representative was able to replicate the reported event. Th fluidics module was replaced to address the issue. Additionally, the company representative suggested the customer should ensure that the patients¿ eye be below cassette port level (instead of above), to resolve the bubble issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported ¿laser key¿ issue is attributed to nonconforming core module. The root cause of the reported ¿bubbles¿ are attributed to surgical/clinical factors unrelated to the functionality of the device. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console exhibited bubbles in infusion line and laser issues. There was no report of procedure details and patient harm. Additional information has been requested and none received till date.